Manufacturer narrative:
Date of event: used (B)(6) 2019 as event date since the correct date was not provided. (B)(6). Device is a combination product. Age at time of event: 18 years or older.

Event description:
It was reported that stent foreshortening occured. Vascular access was obtained via the femoral artery. The 95% stenosed, 18mm x 3.00mm, eccentric, de novo target lesion was located a non-tortuous and mildly calcified proximal to mid right coronary artery. Following pre-dilatation, a 3.00x24mm promus element plus stent was selected for treatment. However, upon advancing, stent foreshortening was noted. The device removed and the procedure was completed with a different device. No patient complications were reported and the patient's status was stable.